Event description:
It was reported that the vertical lift column on the 9900 system would not work and there was an interlock error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The vertical lift column and connecting cable were replaced during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.